Manufacturer narrative:
Additional narrative: this is a follow-up report. The initial MDR report needs to be removed. New information was received that a reportable incident did not occur with sleek brand product. Another MDR will be submitted under new report number for site that manufactures the product involved in reportable incident.

Event description:
This is a follow-up report. New information was received that a reportable incident did not occur with the sleek brand tampons, it occurred with the security brand tampons. Another MDR was submitted under a new report number for (conway) site which manufactures security tampons.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated tampon fell apart and left pieces behind. She experienced a fever, discharge and spotting between periods. The doctor diagnosed her with a yeast infection and prescribed terconazole.